Manufacturer narrative:
On march 10, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 740cc mentor memorygel boost breast implant prosthesis. Post-operatively, the patient presented with a sharp and stabbing pain in the right axilla similar to her symptoms when diagnosed with a previous right breast cancer. Ultrasound imaging was performed which identified two abnormal lymph nodes. A core-needle biopsy was performed on one of the lymph nodes which showed recurrent right breast cancer in the axilla. She was diagnosed with recurrent invasive ductal carcinoma of the right axilla. Furthermore, the patient was diagnosed left breast capsular contracture (baker grade rating unknown) and guillain-barre syndrome. She experienced numbness of the lower extremities inability to walk, difficulty with balance, and slurred speech. These symptoms were addressed with a neurologist and have since resolved. As a result, the patient underwent unilateral left-sided breast implant removal and replacement with a 740cc mentor memorygel boost breast implant on (B)(6) 2024. Additionally, a completely right axillary lymph node dissection was performed. This report is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).